Manufacturer narrative:
The calibration data provided showed a somewhat lower recovery than expected for the lot. Qc was not performed prior to the event. Qc performed after the event was low out of range. The issue was resolved by replacing the reagent pack with the same lot. A root cause for the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from 1 patient tested with a specific reagent pack on a cobas 6000 e601 module. The initial estradiol result was 225.9 pg/ml from the reagent pack in question. The repeat result was 497.5 pg/ml using a different reagent pack with the same lot number. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The analyzer serial number is (B)(4).